Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that patient had red, swelling, and  tenderness at ins pocket location. The healthcare professional (hcp) examined the ins site, and put patient on antibiotics in the event there was a possible infection at the site. Additional information was received on 2021-oct-28 from rep reporting that the redness has gotten better but not completely resolved. Patient has not had their follow up with the hcp yet and continues on antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.